Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was inserted into the patient's right femoral artery, according to arrow requirements, without event. The patient was then taken to surgery. After an unspecified amount of time the pump, iap-0500 alarmed and the physician noticed blood in the tubing. The pump was restarted several times to support the patient. As a result of the alarm, the iab was replaced. There were no report patient complications. Further details are being pursued.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.